Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with scratched display window.

Event description:
Customer reported that he had unexplained high blood glucose. Customer was hospitalized due to low blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 582 mg/dl. Customer stated that she was vomiting, had excessive thirst and urination prior to hospitalization. Nothing further was reported.